Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smith medical breathing/portex general anesthesia circuits. One unit was returned for evaluation of the failure and pictures by the customer was provide it. Sample shows a device free of damage defects, broken, deformed and voids, the leak test inspection was accepted base on qp 2025 rev. 104 and through the execution on equipment manometer ID# (B)(4) (due date calibration 07/2022) based on the inspection, it can't be confirmed failure mode reported for leakage in the breathing circuit assembly. No corrective actions were taken since the investigation did not reveal the failure reported.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuit found a leak during the pre-use check along with air leak alarm was issued. No patient injury.